Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
Review of information indicates high lead rv pacing impedance and right ventricular oversensing noted. The pace/sense portion of the lead was capped and a new pace/sense lead was placed. Review of information indicates high lead rv pacing impedance and right ventricular oversensing noted. The pace/sense portion of the lead was capped and a new pace/sense lead was placed. On 12/7/09: additionally, alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' lead.